Event description:
The mother of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the charger/modem was resetting. The cause for the resets was isolated to corrupted flash memory programming. The root cause for the corrupted programming could not be positively identified. No adverse event resulted from the corrupted programming. The pt received a replacement battery charger/modem.